Event description:
It was reported that the patient underwent revision surgery to revise a broken insert. The post of the insert broke and was changed to a legion insert.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post fractured off the device and was returned. The device shows signs of extensive wear. The knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. The medical investigation concluded that this complaint from belgium reports a revision of a journey knee secondary to the broken insert. No clinical/medical documentation has been provided for this complaint. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received, this complaint will be reassessed. Impact to the patient cannot be determined beyond the additional surgery and recovery. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include improper sizing or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.